Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of the rods identified axial wear marks along the ends of both returned rods. Due to the length of time in vivo, there is significant wear noted on both the set screws and mas to the construct attachment points. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that the right side rod slipped out of the tulip while locking screw was intact. No additional information is available at this time.